Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that 30 minutes after the patient had started a new sensor session, the patient was sleeping, the sensor failed, and the patient did not hear the alarm for the low blood glucose threshold. The patient awoke with a bg of 40 mg/dl and required assistance adn treated the low with juice. Patient is alleging low bg to be a result of the sensor failure.